Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. No motor error alarms were noted; the motor was tested outside the device and passed. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked reservoir tube, reservoir tube lip and minor scratches on display window.

Event description:
Customer reported receiving a motor error alarm on the insulin pump when checking blood glucose readings. Customer's blood glucose readings at the time of the call were noted to be over 300 mg/dl due to eating and not giving enough insulin for carbs. Customer stated that they reset the insulin pump and pressed act. The insulin pump then went to bolus however did not deliver completely. Customer does not use the sensor feature and they were able to complete the rewind sequence. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.